Event description:
It was reported that the - primary diagnosis: "(new pseudarthrosis)". The patient had following complaint post-op: "right hip pain since summer". No other information was provided.

Event description:
Primary diagnosis: left rod section under l4 screw due to nonunion lumbago and buttock pain it was reported that on (B)(6) 2011, the patient underwent fusion surgery. Post op on (B)(6) 2011,the patient reported abnormal pain, lumbago and buttock pain. The patient underwent revision surgery on an unknown date. The outcome was resolved after the revision surgery. Patient alleges the injuries are due to use of rhbmp-2.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.